Event description:
An optometrist reported a case of bilateral trace diffuse lamellar keratitis (dlk), observed on a pts' eyes one day post lasik procedure. Reporter indicated patient was to continue with standard post operative medication protocol. Additional info has been requested. There are two related reports for this pt. This report address the pts' left eye, and another manufacture report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).